Manufacturer narrative:
(B)(4). Investigation still in progress.

Manufacturer narrative:
(B)(4) catalog#: unknown but referred to as a cook celect filter. Expiration date: unknown as lot# is unknown since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140.

Event description:
Description of event according to complainant: the filter placed in (B)(6) 2011. Patient reported to hospital with unusual heart beats. The filter had fractures and was migrated. One primary leg had broken off and 3 secondary legs as well. According to the physician the legs were in hepatic vein, pulmonary system and one secondary leg was in renal vein. After several attempts with several snare options the piece was left in the renal vein. The celect filter was removed uneventfully on (B)(6) 2015, but none of the fractured pieces were able to be removed. Patient outcome: per the district manager, the patient was stable when she left. It is unclear if the physician is planning a second procedure.

Event description:
Description of event according to complainant: the filter placed in (B)(6) (B)(6) 2011. Patient reported to hospital with unusual heart beats. The filter had fractures and was migrated. One primary leg had broken off and 3 secondary legs as well. According to the physician the legs were in hepatic vein, pulmonary system and one secondary leg was in renal vein. After several attempts with several snare options the piece was left in the renal vein. The celect filter was removed uneventfully on (B)(6) 2015, but none of the fractured pieces were able to be removed. Patient outcome: per the district manager, the patient was stable when she left. It is unclear if the physician is planning a second procedure.

Manufacturer narrative:
(B)(4). Catalog#: unknown but referred to as a cook celect filter expiration date: unknown as lot# is unknown. Since catalog# is unknown the 510(k) could be either k073374, k061815 or k090140. Summary of investigational findings: since very limited information has been provided and since the patients medical records are unknown at this time, it is unknown if the patient had any treatment/surgery during the implant period. Fracture of the wire is a known risk in relation to filter implant reported in the published scientific literature. The exact reason for the filter fractures cannot be determined, but there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. Cook medical will continue to monitor for similar events.

Event description:
Description of event according to complainant: the filter placed in (B)(6) 2011. Patient reported to hospital with unusual heart beats. The filter had fractures and was migrated. One primary leg had broken off and 3 secondary legs as well. According to the physician the legs were in hepatic vein, pulmonary system and one secondary leg was in renal vein. After several attempts with several snare options the piece was left in the renal vein. The celect filter was removed uneventfully on (B)(6) 2015, but none of the fractured pieces were able to be removed. Patient outcome: per the district manager, the patient was stable when she left. It is unclear if the physician is planning a second procedure.